Manufacturer narrative:
Received three used list# mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested an met product specifications. A DHR lot# review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 27aug2025. Corrected information can be found in section e (throughout) and g2 - report source. Additional contact information: reporter name: (B)(6). Reporter position/department: product quality, safety reporter phone: n/a. Reporter email: (B)(6).

Event description:
Event occurred involving a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. It was reported that the syringe pump set was leaking smof at the valve by the 3-way connector. Although there was patient involvement, there were no adverse events were reported.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.